Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error code 600.6855. No patient involvement was reported.

Event description:
It was reported that the device had error code 600.6855. No patient involvement was reported.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 600.6855. Technical support - 1. Tech has error code 600.6855 on 8015 ls unit 2. Which to do with the network conf. Needs to be load onto the unit. 3. They are just standalone 4. Tech through steps to disable network configuration. 5. Then transfer data set onto the unit. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/07/2013 to present date 10/23/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - 1. Tech has error code 600.6855 on 8015 ls unit 2. Which to do with the network conf. Needs to be load onto the unit. 3. They are just standalone 4. Tech through steps to disable network configuration. 5. Then transfer data set onto the unit. H3 other text : no product returned.